Event description:
It was reported that after a replacement ilet pump was set up, the patient experienced elevated blood glucose attributed to having lunch without administering outside insulin, and glucose trended down after initiation with advice to allow time for stabilization. Symptoms included hyperglycemia without reported systemic complications. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education with follow-up to confirm improvement. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with insulin omission during a pump transition period. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and user-related factors could not be excluded. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.